Event description:
During the procedure to implant excluder bifurcated endoprosthesis devices, a drop in blood pressure was noted. Two units of blood were transfused, which stabilized the pt. The procedure was completed without any adverse outcome for the pt. No allegation of deficiency regarding the excluder devices was made.